Event description:
It was reported that during a da vinci-assisted transthoracic chest anastomosis esophagectomy surgical procedure, the vessel sealer extend could not be opened. The customer completed the procedure using a backup vessel sealer extend with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was closed and inserted inside the patient, but it was not functional and could not be opened.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.